Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's insulin pump inappropriately suspended due to a sensor glucose of 43 mg/dl despite a blood glucose of 285 mg/dl. Troubleshooting was completed for the sensor inaccuracy but was inconclusive. The sensor will be returned for analysis.